Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing pain, swelling and a liquid discharge had occurred while wearing the pod between 37 and 48 hours. Patient visited the emergency center and was prescribed mupirocin ointment and moxypen. The pod has been discarded.